Event description:
I had the essure procedure done in 2011 after doing much research for birth control and thought it was the safest way to go. After having the essure implanted I was in constant severe pain. At first I thought it would just go away but it only got worse. I had very heavy bleeding where standing up would lead to such heavy leaking and draining that it often caused quite a mess. It was pretty scary so I went to the planned parenthood to get checked out and they were concerned it might have cancer in the uterus. So I got my uterus scraped to discover that there was thankfully no cancer. But the problem did not get any better. I had numerous visits to the doctor due to the pain and bleeding with them not finding anything wrong with me. I have severe abdominal and back pain. Some days it is hard to get out of bed and move around. When I went to visit my mother in 2013 the pain was so intense I went to see another doctor in (B)(6) who decided to do another cancer scrape which came back negative. I chose the essure procedure because after all the research I did it seemed to be the safest method and the one with the least amount of side effects and complications. I am sorry I ever got it done and if I could go back and change things I would not do it again. I am in pain every day now and this would never have been so if I never have gotten that procedure done. Intercourse has become so painful since the procedure that I do not even want to have it any more and it is greatly affecting my marriage.